Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty getting the charger to connect to ipg due to swelling at the ipg site. The physician drained the patient's ipg site of fluid. The patient was reportedly doing well.